Event description:
The accounts maintenance stated when the pt positioning monitor (ppm) is alarming at the bed, there is not a call being sent to the nurse's station. He has replaced the scale/ppm circuit board but the issue remains.

Manufacturer narrative:
The tech replaced the communication and scale circuit boards to repair the bed.